Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the flows were lower than expected, around 2l/min on p-auto, so medical staff looked on fluororoscopy and impella cannula was visibly kinked. The doctor attempted to adjust the position, but the kink partially remained with the flows improving to around 2.8l/min. No further intervention was required.